Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10-jul-2019 the following findings: during investigation, there was internal moisture damage and the pump was completely unresponsive. The battery compartment was found to be cracked. A leak test failed at the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture ingress. This report is made based on results of investigation completed on 10-jul-2019.